Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead was successfully implanted during a procedure, however there was incredible respiratory variation in r-waves reported from 4 to 25 mv. An av node ablation subsequently followed after the pacemaker was placed. Intermittent rv under sensing was then noticed with r waves reportedly less than 2 mv. The lead was suspected to have dislodged, but was still attached to the myocardium. There continued to be a lot of variation with respiration, however the lead was repositioned in the rv apical area with satisfactory measurements. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.